Event description:
It was reported that during implant attempt, while the lead was being repositioned, the physician retracted the helix but it would not later extend. It was also noted that the stylet seemed to need an excessive amount of force to remove it from the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.